Event description:
In 2006, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. A study conducted at the one month follow up visit in 2006, demonstrated a proximal type I endoleak. In same month, a second endovascular procedure was performed which successfully repaired the endoleak using a palmaz stent. The patient is reported to be doing well following the second procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.